Manufacturer narrative:
A number of contributing factors could have resulted in the tear and incomplete capsulotomy. The laser uses photo disruption to create perforations within the lens when performing the capsulotomy and the lens fragmentation. The aforementioned procedures are set via user defined power and positioning parameters. As there is no video of the treatment, system settings, optical coherence tomography (oct) scan, and/or patient ocular/medical history provided; the system settings and patient anatomy as a contributing factor cannot be eliminated. Furthermore as the reported tear occurred during cataract surgery, surgical technique cannot be eliminated as a cause or contributing factor. A company representative (cr) assessed the system and did not find any issues with the system. The system met company specifications. Based on quality assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
An ophthalmologist reported a capsule tear following laser assisted cataract surgery. The capsule was noted as being free but while polishing the capsule a tear occurred. The surgeon noted not being sure if the laser was related to the capsule tear but wants the laser looked at. Additional information requested.